Manufacturer narrative:
The reported events of premature release and failure to align were confirmed. As received, a complete catheter was returned with the tether control knob in aligned position. Final analysis found the tether control knob was in aligned position, but the tether bullets were misaligned. X-ray examination found one of the tether wires slipped inside the release tether screw as received. The cause of the reported events was isolated to the released tether wire being slipped from the tether screw.

Event description:
Related manufacturer reference number: 2017865-2024-71563. During the implant procedure of an aveir leadless pacemaker, the physician needed to separate the pacemaker and catheter. Before the physician was ready, the pacemaker prematurely separated from the delivery catheter. It was noted that the catheter control knob was rotating more than expected and the tethers could not be realigned. The procedure was able to be completed using this system. The patient was stable.